Event description:
It was reported that the customer was hospitalized for hypoglycemia. The perceived cause of lbg was unknown. It was indicated that the programming and histories were accurate. Troubleshooting was done and the pump passed the leadscrew test. In addition, the reservior was placed correctly in the pump. The customer was advised to discuss possible lbg causes with md.